Manufacturer narrative:
The prismax device was evaluated on site by a qualified baxter technician. The device was visually inspected and the bag lock and the heater plate were replaced. An event history log review was performed and it confirmed the occurrence of the technical alarms t2295: thermax malfunction and t2302: thermax not level. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismax control unit equipped with a thermax blood warmer. The alarms t2295 (thermax malfunction) and t2302 (thermax not level) were generated at an unknown time during treatment. It was reported that the patient lost "one point" of hemoglobin. Treatment was interrupted and the blood was not returned to the patient. The patient was transfused with 2 packed red blood cells. The patient was reported to have recovered from the event. No additional information is available.